Manufacturer narrative:
On 11/9/2018, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2018, mentor became aware that the patient underwent bilateral removal and replacement with (right) mentor memorygel breast implant 605cc gel catalog: smpx605 lot: 7575447 sn:(B)(4) and (left) mentor memorygel breast implant 605cc gel catalog: smpx605 lot: 7575447 sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent primary breast augmentation with (right) mentor smooth round moderate plus profile 350cc and (left) mentor smooth round moderate plus profile 325cc saline breast prostheses. Bilateral deflation was reported. As a result, the patient underwent removal on (B)(6) 2018. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
Upon receipt by mentor, the device contained no fluid. White and red material were observed within the device and on the shell surface. During visual examination of the device, mentor product analysis lab observed a crease on the posterior view. A rent was discovered within the crease measuring approximately 0.2 cm. Additional area of missing material was observed also on the posterior view measuring 1.2 by 1.8 cm. Microscopic examination of the missing material edges gave no indication as to its cause. No other anomalies were found. The complaint of deflation was confirmed since a rent and an area of missing material were found on the device. Nonetheless, a microscopic examination of the missing material edges was performed, and it did not provide conclusive evidence of what could be the root cause. At this point it is not possible to determine the origin of the white and red material observed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rent, crease and missing material occurred sometime subsequent to the removal of the device from its protective packaging. The device history record (DHR) for the lot number 7378851 has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. These findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: under-inflation or over-inflation of the device, continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket, and folding or wrinkling of the shell in the breast pocket. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices. Manufacturer¿s reference number: (B)(4).